Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements measuring, 131 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and found there were no observations of noise. Ts informed the health care professional (hcp) that the single coil leads will run higher which is by design and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.